Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was discarded by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was a revision surgery to remove swivelocks. Original date of surgery was (B)(6) 2015. Rotator cuff repair. Follow-up investigation: patient originally had a right shoulder arthroscopy with decompression open rotator cuff repair and open subscapularis tendon repair on (B)(6) 2015. Patient had noticed a dime sized redness at the end of his incision area. Patient was placed on antibiotics. On (B)(6) 2015, the redness increased in size and began having drainage. No x-rays were taken prior to the revision procedure. On (B)(6) 2015, surgeon performed a second surgery to remove the ar-2324bslc and did an irrigation and debridement. Cultures were taken at time of surgery. Preliminary report shows no growth. Patient was not kept overnight. On (B)(6) 2015 surgeon will again wash out the wound and decide if he will use a wound vac to help in healing.